Event description:
There are two cracks in the mainbody of a transfer set on opposite sides. The set had been in place for two days. There was no medical intervention or patient injury reported by the international affiliate.